Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient presented to the hospital after a lead integrity alert (lia) was triggered and receiving multiple shocks. The device interrogation revealed a high short interval counts (sic) and bradycardia as a result of the oversensing. The high voltage therapy was programmed off. It was further reported that an anchoring sleeve conductor fracture was confirmed via radioscopy inspection and the physician stated that the anchoring sleeve was stiff. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 157 ventricular short interval counts (sic) were noted since the last session. Fifteen non-sustained tachycardia (nst) episodes were noted on 2014-(B)(6). The lead failure predictor was triggered on 2014-(B)(6) for v-sics and nsts. The lead impedance was solid and within normal limints through the entire trend history.